Manufacturer narrative:
This report is submitted on june 30, 2022.

Event description:
Per the clinic, the patient experienced an infection around the abutment site (date not reported). Subsequently, the patient was treated with oral antibiotics (specific date and duration not reported). However, the issue could not be resolved. The patient underwent a skin revision on (B)(6) 2022 in order to resect injured tissue, remove abutment and suture closure. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
It was reported that the patient was placed under general anesthesia on (B)(6) 2022, for a skin revision surgery. This report is submitted on august 02, 2022.